Manufacturer narrative:
(B)(4). The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for an inadequate iodine was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities. A root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) reported receiving a minicap that was already dried out. This is 7 of 12 reports regarding the mini caps. During follow up the hp stated that the mini cap was returned to the nurse. The patient was involved but there was no patient injury or medical intervention reported. During follow up the hp's nurse stated that the sponge was a little pulled out with no solution on the top, but they were wet with iodine on the bottom. The nurse stated the patient has vision issues and probably just couldn't see the iodine at the bottom of the sponge. No patient injury or medical intervention was reported.